Event description:
It was reported that the patient was getting ineffective therapy. As a result, the lead was cut and the tail end was discarded on (B)(6) 2017. The paddle remains implanted. Surgical intervention may be pending to address the remaining lead fragments.